Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description could not infuse by gravity, when put in pump it then free flowed detailed inquiry description they primed the bag by gravity and connected it to patient and opened it up wide - and it did not infuse. Clamps were open and no asv was used. When they put it on the pump, putting the tubing over the little pegs - it started to free flow at that time. No injury reported.